Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the cranial passive planar probe experienced tracking issues. It was noted that the camera of the navigation system was not detecting the probe well. There was no patient present when this issue was identified.